Event description:
It was reported that the customer accidently put the pump into storage mode. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose value was 600 mg/dl. Reportedly, the customer administered manual dose injections to address elevated bg level and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.